Event description:
The patient reported an infection at the incision site. Cultures were obtained, antibiotics were prescribed, and the patient was advised to not start wearing the device until the infection has cleared. As of (B)(6) 2025, the culture results are not available and no further information has been provided.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out as potential causes. Additionally, multiple tunneling attempts and touching/picking at the wound have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.